Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
It was reported that lettering on the flange of the portex tracheostomy tubes is clear and staff cannot read it. Although the tubes are color coded, that doesn't provide enough information. Determined size by the color, but the information should be very visible on the flange. Additional information received via customer response email 22-jun-2022: the sizing and information on the shiley flex design trach is difficult to ascertain with the naked eye. In the case of portex, it isn't visible on the flange at all. One has to leave the bedside to research the color coding. No patient injury was reported.